Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It has been reported that the patient's blood glucose levels were ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl). The patient reported insulin leaking during wear. Treatment information was not reported.